Manufacturer narrative:
The pump was received on 5/23/2024. There are no previous complaint on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. During functional testing, the reported issue was duplicated. The pump passed test 1 and test 2. During the 8 psi test, the pump occluded at 2.63 which is within passing criteria. During test 3 the pump occluded at 6.74 which is not within passing criteria. The likely root cause is the pressure sensor. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/23/2024, znyo medical received a report from the customer stating that the pump's pressure was out of calibration. No patient was involved.